Event description:
During use of a 6f exoseal vascular closure device it was reported that the plug was confirmed to be hanging out at the distal end of the shaft after attempted deployment. Manual compression was then used to achieve hemostasis. Also, the exoseal was attempted to be inserted into a 6f 11cm medikit sheath, but there was difficulty with insertion. The sheath was removed from the patient once. After that, the physician attempted to reinsert the exoseal but it took some time to insert and the patient developed a hematoma. There was no report of patient injury. The target lesion was unknown. The product was clinically used, and will be returned for analysis. It was unknown whether the procedure used an antegrade or retrograde approach. The procedure was an interventional procedure. The physician achieved certification on the use of exoseal vcd. It was unknown how many times has the physician used the exoseal vcd prior to this procedure. There weren¿t any visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator.

Manufacturer narrative:
Additional information: the exoseal vcd was securely locked with the vascular sheath introducer. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. There were not multiple stick attempts made before arterial access was achieved. The hematoma was treated, and it was unknown how the hematoma was treated. Concomitant products: 6f 11cm medikit sheath. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during use of a 6f exoseal vascular closure device it was reported that the plug was confirmed to be hanging out at the distal end of the shaft after attempted deployment. Manual compression was then used to achieve hemostasis. Also, the exoseal was attempted to be inserted into a 6f 11cm medikit sheath, but there was difficulty with insertion. The sheath was removed from the patient once. After that, the physician attempted to reinsert the exoseal but it took some time to insert and the patient developed a hematoma. There was no report of patient injury. The target lesion was unknown. The product was clinically used.. It was unknown whether the procedure used an antegrade or retrograde approach. The procedure was an interventional procedure. The physician achieved certification on the use of exoseal vcd. It was unknown how many times has the physician used the exoseal vcd prior to this procedure. There weren¿t any visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd was securely locked with the vascular sheath introducer. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. There were not multiple stick attempts made before arterial access was achieved. The hematoma was treated, and it was unknown how the hematoma was treated. One non sterile exoseal 6 french was received inside plastic bag inserted through an unknown 6f sheath introducer device. Per visual analysis the deployment lever was pressed and the plug was fully released (it was received in a plastic bag). The indicator window was received on black/white/red (fully deployed position). The guard was found pressed and indicator wire not deployed also blood residues were observed in the handle of the device. The exoseal was retrieved form csi unit without any resistance friction felt. A lab sample syringe with water was attached to csi via stopcock port and it was flushed successfully, the received exoseal was introduced trough the csi cannula without any resistance friction felt. Since the unit was received fully deployed, the movement test for deployment rack and iw rack could not be performed. The trigger and internal components and mechanism were analyzed and they were found properly assembled. Neither blockages nor damages or other issues were found which might have caused deployment difficulty. The inner diameter of delivery shaft was measured. Also the outer diameter of delivery shaft was measured at different locations. All measures were compared against and results were found within specification. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The failure ¿vascular closure device (vcd) deployment difficulty-partial deployment¿ reported by the customer was not confirmed since the device was received fully deployed. The exact cause of the failure reported by the customer could not be conclusively determined during the analysis. However, neither the DHR review nor the product analysis results suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. The failure ¿delivery shaft- resistance/friction with csi¿ reported by the customer was not confirmed since no resistance friction was felt during insertion withdrawal test and the delivery shaft od was found within spec. The exact cause of the failure reported by the customer could not be conclusively determined during analysis. However, neither the DHR review nor the product analysis results suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. The complaint of "hematoma" could not be evaluated as there was no further testing performed. Hematomas are a forseeable event as per the IFU following vascular closure with an exoseal device. There is no indication that the event is related to a design or manufacturing issue, therefore no corrective action is needed.